Event description:
It was reported that balloon burst occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. However, during the sixth-seventh inflation at 10 atmospheres for 40-50 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 5mm proximal from the distal markerband. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was advanced for dilation. However, during the sixth-seventh inflation at 10 atmospheres for 40-50 seconds, the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.